Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The issue was confirmed during a separate site visit on (B)(6) 2026. Swapping the caps did not resolve the problem; it was determined that the issue was the cable itself. Fse replaced the blue fiber cable (bfc). The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The root cause is attributed to the bfc.

Event description:
It was reported that after da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report the cap of blue fiber cable was stiff. It was replaced. There was no report of patient involvement.